Event description:
On (B)(6) 2011, pt reported her insulin cartridge leaked where the infusion tubing connects to it. Pt stated the issue occurred 2 times last month. Pt reported she discovered the leak when she woke up in the morning and discovered her nightgown was wet from the insulin. Pt stated she is using the cartridges for a week and a half. Advised pt the cartridges should not be used for more than 6 days. Educated pt on how to partially fill the insulin cartridges and how to adjust the piston rod. Pt reported there is no leaking issue right now. Pt no longer has the alleged insulin cartridge. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.